Manufacturer narrative:
The detailed investigation of the complaint event and system was completed. According to initially provided information, during the injection of bone cement where two systems were used. The siremobil compact l could not release x-ray. The procedure was finished using only the other system. Investigation showed that the issue was caused by a defective d3 board as the system was able to release x-ray again after the replacement of the d3 board. The system was installed in 2010 with over 13 years of service on site. The product has reached the end-of-service stage since 31st of december 2020. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the reported event was not classified as a reportable adverse event after detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Event description:
Siemens became aware of a malfunction while operating the siremobil compact l system. During an interventional procedure, no x-ray release was available. The failure occurred during bone injection with cement. The procedure was completed on a second unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.